Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console did not exhibit phacoemulsification power during a surgical case. Despite this issue, the procedure was completed on the same day. Details of the procedure and any patient impact were not provided. Additional information has been requested, but no further updates have been received as of now.

Manufacturer narrative:
The company representative was able to resolve the issue remotely (via phone call with customer). The customer indicated that the footswitch wireless connection had issues. The customer was advised to check the signal bar on the footswitch menu on the console, which indicated that it was in the yellow range and weak. The representative then told the customer to switch to a different channel instead of to the monitor, which resolved the issue. The representative also advised that having two console side by side could cause interference with each other. The root cause of the reported event is attributed to the weak signal of the footswitch to the console. However, as to how or when it became weak remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to the weak signal of the footswitch to the centurion. However, as to how or when it became weak remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and indicated that there was no patient impact.